Event description:
It was reported that an alarm 2 occurred, causing the customer's blood glucose level to read "high," but the specific value was unknown. Corrective actions included the customer administering a correction injection via multiple daily injections (mdi) and following instructions from technical support. Technical support guided the customer to disconnect tubing and deliver a bolus, affecting insulin on board (iob). Despite these efforts, no insulin emerged from the tube, indicating a blockage in the cartridge. The customer changed supplies as necessary and resumed insulin therapy with no recurrence of the occlusion alarm.